Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed hemolysis. Impella support was lowered and the patient was administered haptoglobin. It was noted the patient was also on ECMO support. No further information was provided.